Event description:
Massive area of myocardial necrosis from myocardial infarction. Urchin evo, heart positioner was used during this case. Md was asked about the device malfunctioning and stated the urchin functioned properly and was not an issue. The heart fell away from the urchin and after investigation, the necrotic area was consistent with the "hicky" on the heart that the urchin creates to stablize the heart. The device was not sequestered. Md did question associates at the time of the event as to the amount of suction applied to the device. It was confirmed by the assoicates in the room that the device was at 250 mm suction which is standard amount according to medtronic's reps. ======================manufacturer response for urchin evo: spoke to rep on 2/2/2011, they have heard of a ventricle rupture before with this product, asked about level of suction and recommended can use less suction than 250 on patients with a small heart and/or viable tissue.